Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance of cardiosave intra-aortic balloon pump (iabp), drive manifold failed the leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge filed service engineer (fse) evaluated the unit and replaced the drive manifold which resolved the issue. All functional and safety test performed.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, investigation findings, investigation conclusions), h11 corrected fields: e1(initial reporter, event site email) the fse evaluated the unit and replaced the drive manifold which resolved the issue. All functional and safety test performed. The failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and passed all manifold leak tests within the factory specifications. The fat dept. Could not verify the failure message of drive manifold leak test failed. Drive manifold assy. Passed testing. Retaining drive manifold assy. In the fat dept. Per procedure.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) drive manifold failed the leak test. There was no patient involvement.